Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. According to the evaluation result by a local olympus service engineer, it was reported that there was no abnormality found with the subject device. The device history record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. However, based on the information from the local olympus service engineer, there was the possibility that the reported phenomenon was attributed to the broken sdi cable not the subject device. The oev261h instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure for change of esophagus sponge, the subject device was used. In the procedure, the subject device on the endoscopic system could not be turned on. The user replaced the endoscopic system including the subject device with another system and completed the intended procedure. According to the evaluation result by a local olympus service engineer, it was reported that the endoscopic image was flickering due to wrong image signal connection with sdi cable and broken sdi cable. The engineer reconnected the system correctly with appropriate sdi cable, the endoscopic image became stable. Also, the facility staff informed the engineer that another staff who was possible inexperienced had set up the system at the reported event. There was no patient injury reported.